Event description:
The injection flow rate was set for 2.0 cc/sec. And the injection site was injection site was the anticubital fossa. The syringe was loaded to 92 ml and the eda (extravasation detection accessory was enabled). At the time of injection, the pt did not voice any complaints. At the conclusion of the study, an undetected extravasation of contrast was noted in the soft tissues of the arm under the area of the patch. The pt was instructed to keep the arm elevated, apply heat and return to the emergency room if there are any complications, such as pain, skin blistering, excessive swelling etc.